Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a prime or fill anomaly. The customer stated that insulin was not squirting out continuous to drip after motor stops. Customer stated that they were unable to exit the load reservoir process. Customer stated that they did not received complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind and self test however, device failed prime or seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime or seating anomaly.